Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the tubing detached from the bottom of the unit while the account was transfusing blood into the patient. No blood leaked from the tubing. The account was able to attach tubing from another unit with sterile dressing to complete the reinfusion. There were no adverse consequences and no medical intervention required.